Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarm and frozen display. They were unable to clear alarm. Customer also stated key button was unresponsive and pump was exposed to moisture. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump powered up properly after battery installation however was unable to complete the boot up process due to frozen display, fault isolated to pcb2. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify critical pump error(open book image) and keypad anomaly due to frozen display. Moisture damage was found on the electronic assembly, however was not found on the motor/force sensor/keypad assembly during visual inspection.